Event description:
Transcutaneous pacemaker failed while electively pacing (both electrical and mechanical capture pe pacemaker) cardiac arrest pt in bradycardiac pea rhythm. During pt care pacing capture was abruptly lost when the pt therapy cable plus adapter failed. Pt immediately went back into arrest and was unable to be resuscitated despite medications and CPR. Pt was pronounced dead on scene.